Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the "something happened w/ the implant" because the implantable neurostimulator (ins) ¿got twisted¿. It was noted that the patient all of a sudden realized that when they were sitting or lying down they had paint. They further stated that when they sat down on the ins, it hurt and that they "can put her finger on where the implant is or was". In addition, it was reported that the patient did not feel the stimulation. The patient had revision surgery the day previous ((B)(6) 2018) to correct the ins being twisted issue. There were no further complications reported or anticipated.